Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are charging their device too often. They further stated that it seems their implantable neurostimulator (ins) is not charging completely. The patient noted that it normally takes 40-45 minutes, but now it is only taking 10-15 minutes to charge. The patient also mentioned that they used to charge every saturday of the week, but now they are charging more frequently, on thursday or friday of the week. No patient symptoms were reported. The patient was implanted for post lumbar laminectomy syndrome. Additional information received via a patient letter stated that the patients' healthcare provider has determined that the battery needs to be replaced, due to the "battery getting old," and the patient was scheduled to have the device explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.